Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by ms and s that the nurse stated the guidewire broke during inserting a solo PICC in the interventional radiology department. The nurse would like to perform an MRI to locate the wire and wants to know if the wire is MRI safe. Ms and s informed the caller that this is a stainless steel wire and is not safe for MRI. I called the facility and they reported the guidewire is currently in the tissue and the physician has made the decision not to remove it.